Manufacturer narrative:
A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The repair is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).